Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus was informed of the following event via mw5110122. At the beginning of a diagnostic and therapeutic cystoscopy transurethral resection of the prostate procedure while dissecting tissue, the surgeon identified small black pieces inside the bladder. The surgeon successfully retrieved all device fragments and determined they came from the sheath breaking inside the patient's bladder. The subject device was inspected prior to use and there were no findings. The intended procedure was completed with a similar device. There was a ten (10) minute delay in the procedure due to the malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device evaluation found that the visual inspection found that the ceramic insulation insert (beak) at the sheath's distal end broke off. The broken piece was not returned with the device, and the missing piece is about 10mm lengthwise if measured from the tip of the beak, and the widest part is about 8mm. The remaining portion of the beak has jagged edges, and still securely glued inside the distal end of the tube sheath. It was also observed that there are some minor deep scratches on the distal section of the sheath. However, the tube sheath is straight, and the release knob, locking ring, and passage are functional when tested. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the damage of the insulation material of the sheath was caused by thermal mechanical overload, improper handling and/or mechanical impact like fall, shock or similar stress. The following information is stated in the instructions for use: "4. Before use. Warning. Infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.